Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing rising impedance. It has tripped >2000 ohms. P-waves are 1.5. And threshold is 1.5 and stable. This lead is still in active use. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).